Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level ranged from 70 mg/dl to 250 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.